Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away on (B)(6) 2023. The family withdrew and already changed their code status to a no shock, no cardiopulmonary resuscitation (CPR). The cause of death was unclear etiology- sepsis vs disseminated intravascular coagulation (dic). Patient was treated as they were septic. The death was not considered to be device related. The ventricular assist device (vad) was working as intended. The device will not be returning.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient's outcome could not be conclusively established through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(6) on (B)(6) 2023. The patient was not doing well, so the patient¿s family decided to withdraw care and change the patient¿s code status to no shock or cardiopulmonary resuscitation (CPR). The patient then expired on (B)(6) 2023 due to sepsis versus disseminated intravascular coagulation (dic). Although the etiology was unclear, the patient was treated as if septic. (B)(6) will reportedly not be explanted for evaluation. The patient's outcome was not considered to be device-related, and it was reported that the pump was operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death, sepsis, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.